Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance; high battery impedance, leading to elective replacement indicator (eri). Battery voltage - battery depletion indicated/eri; eri due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the device reached eri (elective replacement indicator) (B)(6) 2010 and reached eol (end of life) by (B)(6) 2011, and there was concern that the device reached eri "so quickly." The device was explanted and replaced. No patient complications have been reported as a result of this event.